Manufacturer narrative:
At the completion of the complaint investigation, based on the information provided, the clinical assessment was able to confirm the reported event. The most likely cause of the intraoperative loss of seal was the off label iliac anatomy, thusly, intentional user error. The severe off-label (near 180° hairpin turn) and moderate-severe calcification (cautionary) product use conditions of the left common iliac artery likely contributed to this failure. Procedure-related harms associated with this device failure included: intraoperative type ib endoleak; an unplanned hypogastric coiling and non-endologix limb stent extension; and, anemia which required medical management. The patient was discharge home on the second post operative day. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
At the completion of a clinical evaluation by endologix an adverse event was identified. The patient was initially implanted with a bifurcated stent a suprarenal aortic extension and a limb extension. During the initial implant the patient had a type 1b endoleak. The physician elected coil the left hypogastric and place a non-endologix stent in the left iliac artery to seal the endoleak. The patient was discharged home the second post operative day.